Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Gastric perforation is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient's spouse reported that the patient experienced stomach pains, bloating and no bowel movement since peg-j placement. The physician confirmed placement and prescribed tramadol. On (B)(6) 2017, it was reported that the patient was hospitalized on (B)(6) 2017 due to a gastric perforation. On an unknown date after (B)(6) 2017, the patient's peg-j tubing was removed and duopa therapy stopped. On (B)(6) 2017, the spouse reported that the patient had sepsis and was receiving antibiotic zosyn and antifungal mycamine IV.